Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal edge of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The shaft was slightly kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure on the first inflation at 2 atm, dilation was not confirmed at cineangiocardiogram; thus, the balloon was deflated once. During the second attempt, the physician determined that the balloon ruptured at 2atm by imaging on the peripheral blood vessel. The procedure was completed with a different device. When the device was checked outside the patient's body, a pinhole was found. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure on the first inflation at 2 atm, dilation was not confirmed at cineangiocardiogram; thus, the balloon was deflated once. During the second attempt, the physician determined that the balloon ruptured at 2 atm by imaging on the peripheral blood vessel. The procedure was completed with a different device. When the device was checked outside the patient's body, a pinhole was found. No patient complications reported.